Event description:
Found during routine testing. It was reported that the device would not charge the battery while connected to ac power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module, but could not reproduce the reported problem and could not determine root cause.